Event description:
It was reported the site wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization on (B)(6) 2019 where the sensor was recalibrated and the cm mean decreased by 2.7 mmhg. Accurate readings were observed under the manufacturer's patient care network database.